Manufacturer narrative:
Reported event: the event reported that a bone pin, 3.2mm x 140mm sheared off in the femur of a patient. Device evaluation and results: the device broke during a pka case in the femur of the patient. The remains of the device was discarded at the customer site. Device history review: review of device history records indicate that a quantity of (B)(4) parts were manufactured and accepted into (B)(4) final stock on 07/12/2016 per the (B)(4) inspection records (see attached). Complaint history review: a review of complaints in trackwise database for p/n 143140, l/n w47889 shows three (3) complaints related to the failure in this investigation. The pr#s are (B)(4). Conclusion: the broken tip of the device was left in the patient and the remainder discarded at the customer site. The failure was confirmed. In addition, per the rep, the stabilizer was not used during the case. Inserting the bone pin without the use of the stabilizer can be a cause of bone pin break. This is also considered misuse. Corrective action / preventive action: a review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the catsweb system is CAPA (B)(4). Nc 1470754 has been initiated to address this failure / harm occurrence. The device was not returned for evaluation.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. A 3.2 x 140mm bone pin sheared off in the femur.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system . A 3.2 x 140mm bone pin sheared off in the femur.